Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2016 due to fracture. No additional information was available. No patient symptoms were reported.